Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) had a helium leak in the cart section. No patients were involved and no harm was reported. The issue was discovered by the getinge field service engineer (fse). The fse reported that due to a slight gas leak from the helium line in the cart section, the helium line in the meter section was replaced. All functional and safety checks have been performed to factory specifications and the unit has been returned to use.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.